Event description:
Device #2: an end user reported that during a renal ablation using a 14cm solero microwave probe, the patient experienced atrial fibrillation (afib). A renal mwa was being performed with a solero applicator, the patient's vitals were normal. The settings on the unit were not able to be provided. Once the applicator was introduced, the provider activated it and the patient heart rate dramatically increased. The provider removed the applicator and the patient's heart rate immediately went back to normal. Thinking that the event was an anomaly, the provider reinserted the applicator, activated it, and again the patient's heart rate increased. It was at that point, the provider decided to try a second applicator, however when activating the new applicator, the patient's heart rate increased again, but decreased upon removal of the device. At that point it was determined to not continue with the procedure. No medical treatment was required for the increased heart rate as the rate returned to normal upon removal of the device. The patient's current health status due to this event was reported as not impacted. This medwatch is not to report a device malfunction, but to report an adverse patient effect during the procedure. There was no report of a device malfunction during the procedure.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). 1st device: (B)(4), 1317056-2023-00072; 2nd device: (B)(4).

Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. The customer's reported complaint description of patient's heart rate increased when probe was placed in kidney and ablation initiated cannot be confirmed given the patient centric nature of the adverse event. There was no report of solero probe or generator malfunction, just increase in patient's heart rate. The complaint probe was returned and functionally tested with no device non-conformances observed. There is no indication that the probe manufacturing was a contributing factor to the patient adverse event. A root cause for the reported event cannot be determined. The reported packaging lot (5770881) for item number h787700106001us0 had the following assembly/accessory/component devices packaged in it: a review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). 1st device: (B)(4), 1317056-2023-00072. 2nd device: (B)(4), 1317056-2023-00073.